Event description:
Critically ill pt underwent cardiac catheterization and i.a.b.p. Left side placement on 10/4/95. Pt had loss of pulse and required femoral/femoral bypass. On 10/6/95, blood was noted in the lumen of the i.a.b.p. And alarms sounded. I.a.b.p. Was discontinued and positive for rupture. Pt did not require a 2nd i.a.b.p. To be placed.